Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 380408. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our engineers reviewed the sample submitted to our facility. They determined that the most likely root cause for this event was the application of excess epoxy that observed on the device; this can bind to the needle during retraction making the action difficult. To address this issue we have retrained the appropriate personnel. Conclusion: based on investigation results to date, the root cause is related with epoxy excess around of the hub causing difficult to remove the needle after to perform the puncture.

Event description:
It was reported that a needle stick injury occurred when the needle was difficult to remove with a bd introducer¿ fn OEM bns. The following information was provided by the initial reporter: it was reported that an accidental needle stick to a finger of an anesthesiologist was caused by the catheter over needle during use. After insertion of the needle, the anesthesiologist tried to separate the needle from the introducer sheath. However, it was very difficult to remove the needle and considerable force was required to separate them. While the physician was struggling, the needle accidentally stuck in the finger. The patient has no infectious disease but the customer will wait and see the physicians condition for about three months. There were no patient complications reported. The physician did not receive any antiretroviral medication or any other medication after the needle stick.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick injury occurred when the needle was difficult to remove with a bd introducer¿ fn OEM bns. The following information was provided by the initial reporter: it was reported that an accidental needle stick to a finger of an anesthesiologist was caused by the catheter over needle during use. After insertion of the needle, the anesthesiologist tried to separate the needle from the introducer sheath. However, it was very difficult to remove the needle and considerable force was required to separate them. While the physician was struggling, the needle accidentally stuck in the finger. The patient has no infectious disease but the customer will wait and see the physicians condition for about three months. There were no patient complications reported. The physician did not receive any antiretroviral medication or any other medication after the needle stick.